Manufacturer narrative:
Product evaluation: (B)(4) failure analysis for fiber model #0010-2400, lot #628a, serial #2522: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 101,313 joules; 19:32 minutes, excessive fiber use error message was observed. It was also noted that the fiber kept overheating and the laser went into standby several times before the fiber was replaced. The procedure was completed utilizing a second fiber. The fiber tip was not cleaned during the procedure. Patient outcome: ¿ok¿ reported. No injury reported.